Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd autoshield¿ duo pen needle 30g x 5mm failed to deliver full dose and leakage occurred. Patients blood sugar was low and additional dose provided. No additional impact to patient. The following information was provided by the initial reporter: customer ref# (B)(4) date of incident (B)(6) 2023 nurse administered insulin- needle did not release. Nurse unsure how much insulin was administered as liquid was pooled on patients skin post discharge. 3 hrrs later patients blood sugar was 29. Per hmd and additional dose of insulin was provided. Occurrences: 1 each. No adverse event reported.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 04-aug-2023 . H6: investigation summary customer returned (2) unopened 30g 5mm auto shield duo pen needles from the lot# 2251276. It was reported by the consumer that nurse administered insulin-needle did not release. Nurse unsure how much insulin was administered as liquid was pooled on patients skin post discharge. The returned sample visually examined and observed. Functionality test was performed, and no issues were observed with leakage and flow. No issues of any kind were observed on the returned samples. Hence customer should receive the right amount of dose. Therefore, embecta was not able to confirm the customer indicated issue. Based on the return samples, embecta was not able to confirm the customer indicated issue. Root cause cannot be determined as the issue is unconfirmed.

Event description:
It was reported that during use with bd autoshield¿ duo pen needle 30g x 5mm failed to deliver full dose and leakage occurred. Patients blood sugar was low and additional dose provided. No additional impact to patient. The following information was provided by the initial reporter: customer ref# 54312 date of incident 23-may-20 nurse administered insulin- needle did not release. Nurse unsure how much insulin was administered as liquid was pooled on patients skin post discharge. 3 hrrs later patients blood sugar was 29. Per hmd and additional dose of insulin was provided. Occurrences: 1 each. No adverse event reported.